Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 27 mg/dl; cause was not known. Customer reported that they were in the hospital for two weeks. Reportedly, caller declined further troubleshooting.